Event description:
The customer reported that the pads cable did not work during packing. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer performed the initial eval. The hospital decided to obsolete the product given its age rather than perform a repair. We are unable to determine the cause of the reported symptom as the customer elected not to do the repair.